Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance for resetting the pump, as the customer initially lacked a charging supply needed to perform the reset. A follow-up call confirmed that the customer successfully reset the pump and resumed insulin delivery, as well as the continuous glucose monitoring session.